Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with an injection of amikacin 100 milligram (mg), an injection of vancomycin 50mg, and an injection of heparin (1000 international unit (iu)) (routes and frequencies not reported) for peritonitis. At the time of this report, the outcome of peritonitis was unknown. Dianeal 2.5% therapy was ongoing. The action taken with dianeal 1.5% therapy was unknown. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.